Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. No damage noted on the motor. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. No damaged/missing serial number label or end cap address label noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. On the event date of 02-mar-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 16750 (1.675 u) and dailytotalofbolusinsulindelivered = 175000 (17.5 u) which is equal to the dailytotalofallinsulindelivered = 191750 (19.175 u). Perform the history review 1 week from the event date 02-mar-2026 in the pump history file and found 2 pump error 35 alarms on 03/02/2026 07:07:00.000 and on 03/02/2026 07:17:00.000. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged low bgs. Alarm-aa99-critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and alarm-a338-pump error 35 confirmed due to moisture damage on the force sensor. Damage- label damage or missing not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported critical pump error and labelling anomaly. The customer reported blood glucose value of 43 mg/dl. The customer reported hypoglycemia treated with juice. The event involved product(s) mmt-1880, mmt-332a and mmt-397a. Troubleshooting was performed for low blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for critical pump error, and the pump performs safety checks and an other critical error was found. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-397a. Frn-mmt-332a-rsvr, unomed inf set.